Event description:
The reporter called and alleged discrepant results on the device when compared to the lab for four patients from 07/22/2006 to 07/24/2006. The reported device results were 6.0, 7.7, 5.1 and 8.0 inr. The corresponding lab results reported were 3.2, 3.4, 2.0 and 5.1 inr. The device was replaced and requested to be returned for evaluation.